Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous right coronary de novo artery that was 75% stenosed. A 3.50x12mm rx xience sierra stent delivery system (sds) failed to cross due to an interaction with an intravascular ultrasound (ivus) device. There was resistance noted with the ivus device during removal. A new non-abbott stent was used to successful complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.